Manufacturer narrative:
(B)(4) initial

Event description:
The customer reported that the freedom driver exhibited a temperature alarm while the patient was sitting at the doctor's office. The customer also reported that the patient exchanged the onboard batteries and the filter and attempted to improve the ventilation on the shoulder pack that housed the driver by opening the pack. After 2 hours, the driver exhibited another temperature alarm and the patient again exchanged the onboard batteries. After another 2 hours, the driver exhibited a third temperature alarm and the patient exchanged the onboard batteries for a third set. The customer also reported that the patient reported that all the onboard batteries were hot to the touch when removed from the freedom driver and that the back of the freedom driver was also hot to the touch. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited temperature alarms, the freedom driver continued to perform its life-sustaining functions. The freedom driver and onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in follow-up mdrs.

Manufacturer narrative:
The freedom driver and onboard batteries were returned to syncardia for evaluation. Visual inspection of the external components of the driver revealed damage to the rear housing and to the display cover. Visual inspection of the internal components of the driver revealed severed exhaust fan wires and scuff marks on the primary motor. The driver passed all incoming test acceptance criteria related to pressure test requirements associated with normotensive and hypertensive settings, with no alarms. In addition, extended observation run testing was performed and after six hours the driver produced a high temperature alarm, which confirmed the customer-reported issue. The root cause of the customer-reported issue was contact between the primary motor and the exhaust fan wiring which severed the wires and rendered the exhaust fan inoperable. The root cause of the contact between the primary motor and the exhaust fan wiring was most likely improper use caused by rough handling and/or impact shock. The onboard batteries in use by the customer were evaluated and passed incoming visual inspection and functional testing. The temperature fault alarms reported by the customer were attributed to the inoperable exhaust fan and not the onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the freedom driver exhibited a temperature alarm while the patient was sitting at the doctor's office. The customer also reported that the patient exchanged the onboard batteries and the filter and attempted to improve the ventilation on the shoulder pack that housed the driver by opening the pack. After 2 hours, the driver exhibited another temperature alarm and the patient again exchanged the onboard batteries. After another 2 hours, the driver exhibited a third temperature alarm and the patient exchanged the onboard batteries for a third set. The customer also reported that the patient reported that all the onboard batteries were hot to the touch when removed from the freedom driver and that the back of the freedom driver was also hot to the touch. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.